Event description:
Per the independent repair center, the customer alleged problem is a sieve bed smell. The key failure is the sieve beds smell. As stated on the repair statement additional malfunction on this device: pilot valve causing unit to alarm.